Event description:
This event involved a patient 2 months post heartware lvad implantation who experienced a pump exchange due to a suspected outflow graft thrombosis. Outflow graft anastomosis was reported to be to the aorta descendens. Investigation is ongoing.

Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The pump was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the device met all requirements for release. Controller log files were not provided for review, despite multiple attempts to obtain them. While the cause of the reported event cannot be determined, there is no evidence to suggest that a device malfunction caused or contributed to the reported event.

Manufacturer narrative:
Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.